Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a titanium elastic nail impactor is broken. The inserter was found broken in the sterile processing department during set assembly. No pieces were missing. The blue handle was broken but still intact on the impactor. No reported patient or procedure involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of (B)(4). MDR tree for ip-00156493 was re-reviewed due to additional information received. This complaint will be voided due to duplicate with (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.